Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. However, it may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint for lot # 9140973 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp was damaged, but still operable. The following information was provided by the initial reporter: "on the morning of (B)(6) 2020, when the patient was given infusion, the prefilled syringe was used to flush the catheter for the patient, and when the package was opened and it was found to be broken."